Event description:
It was reported that the clinician called arrow clinical support (acs) stating that when pump was turned on, it alarmed and the screen was blank. Acs instructed clinician to check all connection to power cord and pump. Clinician stated all connections were secure. Acs advised clinician to turn helium tank on and off w/o success. Pump was turned on and off w/o success. Acs advised clinician to exchange pump. There were no reported patient complications.